Event description:
Customer reported that when they tried to open the bigfoot unity app and it displays blank screen with a bigfoot logo and then closes out on its own.

Manufacturer narrative:
Bigfoot conducted an investigation and review of the datalogs showed that there is no data indicating that the app was running between (B)(6) 2022 at 7:46pm est until the patient logged back into the bigfoot unity mobile app with assistance from bigfoot customer care on (B)(6) 2022 at 4:07pm est. Bigfoot cannot confirm if the app was stuck on the "bigfoot" screen as alleged by the customer, and the event was resolved by deleting the app and re-installing the bigfoot unity mobile app. During this state, the app did not issue a sensor unavailable alert. Furthermore, bigfoot identified the possibility that the customer may not receive low glucose alerts if the sensor loses ble communication with the bigfoot unity mobile app during the alleged app condition. Bigfoot data logs indicate that the customer was scanning their sensor via the nfc channel during and prior to the alleged event. The available glucose data from sensor scans indicate that the patient's blood glucose did not drop to low glucose range during this time.